Event description:
It was reported that pump experienced malfunction alarm and no notable events occurred before problem. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and customer acknowledged and understood instructions.